Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was received that stated a doctor received a clean needle stick. The report stated that the cap fell off the syringe and caused a needle stick. The device was discarded and is not available for eval.